Event description:
It was reported that the rv lead was replaced due to a spike seen in the high voltage coil impedance. No patient complications were reported as a result of this event. The lead was returned with a report of lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; full lead was returned for analysis.